Event description:
It was reported that the pump was experiencing unspecified battery issues. There was no reported adverse impact to the customer. No additional outcome or actions have been documented regarding this event.